Event description:
It was reported that coumadin was held and dose adjustment made. Patient was reported to be stable.

Manufacturer narrative:
Section b5: additional information. Multiple attempts were made to obtain further information regarding the event but no further information was provided. Section d4: additional information. Section h4: additional information. Manufacturer's investigation conclusion: a direct correlation between the reported event and heartmate ii lvas, serial number (B)(6) could not conclusively be determined through this evaluation. Although no infection was reported, review of the patient¿s history showed multiple complaints of infection with treatment including antibiotics (onset of infection reported under MFR #2916596-2012-01139). The patient remains ongoing on heartmate ii lvas, serial number (B)(6). Although no infection was reported, the hmii lvas IFU lists infection is listed as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This document also outlines care instructions in regards to preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 6 years 9 months (the age is calculated from the date of implant to the event date). The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient was admitted on (B)(6) 2019 for international normalized ratio (inr) of 8. Inr held until inr was within normal limits. Per clinician, inr was possibly related to receiving antibiotics.